Event description:
A catheter fractured at the hub and three other locations on the tubing. This was discovered while attempting to mremove the catheter. Two pieces of the tubing were retained, requiring emergent surgical intervention to retrieve. Upon removal, significant tissue debris noted adhered to tubing.